Manufacturer narrative:
It was originally reported that the device was in use at the time of the reported event. Per response to request for additional information, the authorized service personnel confirmed that there was no patient involvement at the time the issue was discovered as the issue occurred during testing.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a sensor failure, and a 1203 "low leak-co2 rebreathing risk" alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. An authorized service provider (asp) engineer was dispatched for onsite support to evaluate and repair the device. Upon arrival, the asp engineer entered diagnostic mode and found that the air delivery flow accuracy test verified the accuracy of the air flow sensor and function of the blower. After replacing the flow sensor, the asp engineer replaced the flow sensor to resolve the reported issue and confirmed that the device returned to full functionality. The device passed the required performance verification tests per philips standard and was returned to service.